Event description:
New information received notes that no electrical anomalies were noted due to the dislodgement of the right ventricular lead.

Event description:
It was reported that a patient presented with dislodgement noted on the patient's leads. This resulted in loss of capture on the left ventricular lead, and fusion on the right ventricular lead. Shortness of breath and fatigue were noted as patient symptoms. The left ventricular lead was explanted and replaced. The right ventricular lead was repositioned. The right atrial lead was not addressed surgically, but corrective programming changes were made. This intervention occurred on (B)(6) 2024. The patient was stable throughout.